Event description:
The customer reported, that while the ventilator was connected to a pt, three technical errors indicating breathing time node timeout, communication disruption and disabled valves were generated.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.